Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they feel ¿shocks¿ from their implantable pulse generator (ipg). In addition to the shocking/stinging sensation over the pacemaker area, there is a shooting pain when moving their left arm. According to the patient, the physician confirmed the shocking sensation occurs every time the device paces. Follow-up information from the clinic indicated that the patient went to the emergency room and was found to have a ¿clot¿ on the lead and was admitted to the hospital and put on medication. The patient was subsequently discharged. The device and leads are still in use. No further patient complications have been reported as a result of this event.